Event description:
The customer called and reported the insulin pump alarmed with a low battery and the screen went completely blank within a minute. The battery cap was stuck and customer was unable to remove it. Customer's blood glucose was not known. Despite troubleshooting, customer was still unable to remove the cap and was advised to discontinue use of the insulin pump if the battery was low. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot (p). The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked case at the display window corner, belt clip slot, battery tube threads and reservoir tube lip.